Event description:
Approximately 16 months after getting mentor breast implants, I woke up one day unable to walk. I was swollen and could not get up. I can't hold a spoon, bite through my food, change my child's diaper, etc. I was diagnosed with rheumatoid arthritis, and five years later my blood work still comes back negative and I have yet to find an effective treatment. I have been in chronic pain for 5 years. The following year (2016), I also started getting heart palpitations and eventually full on syncope. I collapsed numerous times and lost my front teeth in doing so. I was diagnosed with a rare heart disorder called brugada but now all my genetic tests have come back saying I don't have that at all, either. I believe this was all caused by my breast implants. The next year I suffered a miscarriage after 2 healthy babies. I am now depressed, losing my hair, experiencing panic attacks and erratic mood swings, have an implanted defibrillator, am too swollen and inflamed to work, have shooting chest and breast pains, suddenly need glasses, have lost 3.5% of my bone density by age (B)(6) due to needing prednisone for 3 years straight after implants. I am experiencing drenching night sweats, cystic acne, hives and blistering rashes on my hands, feet, elbows, knees and buttocks every few months; I have eternally swollen lymph nodes, my right jaw joint sounds crumbly all the time, I have bakers cysts that sometimes pop and drain into my calves, have developed multiple food and drug sensitivities, and I have biopsies, records, blood tests, and CT scans to prove all of these. I don't have the dates on hand but can happily get them if need be. I am bleeding in between my cycles and experiencing major brain fog. I have no energy and cannot take a full breath in. I've developed chronic sinusitis, bunions from the ra/inflammation, and require prescription sleep medication to sleep every night. I am (B)(6) and these all happened after mentor breast implants in 2014. FDA safety report ID# (B)(4).